Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states head section is bent and will not come down all the way.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states head section is bent and will not come down all the way.